Event description:
During a transapical tavr procedure, there was severe central aortic insufficiency (cai) was noted. The patient was prepped with prophylactic bypass support. Stents were then placed in the left anterior descending (lad) coronary artery and the circumflex. The guide catheter and wire were left in place. Ta access obtained and balloon aortic valvuloplasty (bav) was performed with a 20x3 edwards balloon. The patient¿s blood pressure at this time was 95/50. The sapien valve was then positioned 50:50 and deployed in a 60:40 aortic position. The patient¿s blood pressure dropped and the patient was placed on cpb. On tee there was severe cai and it did not appear that all of the sapien leaflets were functioning appropriately. As the pigtail crossed the valve to assess the cai, the patient¿s blood pressure recovered to 110/60, the cai reduced to trace, and the sapien leaflets were all noted to be moving. With the patient¿s blood pressure recovered, cpb was discontinued and an impella ventricular assist device was inserted to support the patient temporarily. The patient was taken to the ICU in stable condition, and the impella was removed two hours later. The patient¿s native aortic annular diameter was 19.5 by tee with an area of 345mm2 by CT. The native aortic valve and root were severely calcified. The patient had a porcelain aorta. The patient¿s pre-procedure ef was 35-40% and post procedure it was 45%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire or severe native annular calcification, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the suboptimal leaflet function, with resultant regurgitation, cannot be confirmed. It is possible that there was impingement of a leaflet due to the guide wire or severe native annular calcification. After manipulation with the pigtail catheter, the leaflets functioned normally and there was trace regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.